Event description:
Customer reported an issue with the gas module iii, which may affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of a broken 02 connector and small diameter tubing and adjusted power supply. The unit was tested, calibrated and safety checked to factory specifications.